Manufacturer narrative:
Section a - information could not be provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that on (B)(6) 2024 the patient underwent heartmate 3 left ventricular assist device (lvad) implantation via thoracotomy approach. During the implant process, an apical cuff leak was noted by the surgeon. The surgeon reported that there was no difficulty locking the locking mechanism and that there was no significant difficulty placing the pump given the thoracotomy approach. The surgeon reviewed with engineers and the pump was repositioned to improve but no significant change was noted in the leaking of the apical cuff. The surgeon held pressure and anticoagulation was reversed. The surgeon reported that the operating room time was extended 1 hour due to the need to hold pressure. The bleeding from the apical cuff leak slowed down and the surgery was completed. The patient was then transferred to the intensive care unit.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of bleeding between the apical cuff and the pump could not be confirmed through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 instructions for use (IFU), rev. C is currently available. Section 1 of the IFU ¿introduction¿ lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5, ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿), contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 left ventricular assist device. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Furthermore, section 5 states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Event description:
There was abnormal and prolonged bleeding through the gasket on the device.